Event description:
Fmc canada complaint #0859. Blood leak with first use of dialyzer. Estimated blood loss 350cc. No sample available. Further info was requested but not made available. MDR filed due to blood loss reported. Quality systems was not made aware of any adverse effects to the pt as a result of the reported complaint.